Event description:
It was reported that insulin was leaking when the plunger was removed. It was stated that the customer had difficulties removing the plunger before inserting the reservoir into the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.